Event description:
It was reported that bd q-syte closed luer access device component was damaged and occlusion occurred. On (B)(6) 2026, at 15:15, the nurse was preparing to give a patient an infusion, flushing the tubing for the patient with a syringe and then connecting the infusion set, and found that the infusion was not dripping, and removed the infusion set in order to flush the tubing again, and found that the internal parts of the septum needleless injection cap had not rebounded, resulting in the fluid not dripping. The patient was given a new septum needleless injection cap to use, and the infusion was smooth after the replacement.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4274492. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.